Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-aug-2023. H6: investigation summary our quality engineer inspected the 2 photos and 3 used samples submitted for evaluation. The reported issue of safety shield activation failure (catheter) was confirmed upon inspection and of the samples and photos. The returned photos showed that the entire tip shield was detached from the needle. Analysis of the used samples showed that that the whole tip shield was detached from the needle. The detached tip shields were all observed to be missing a washer component, and the other washer was loose. The catheter of all 3 samples were observed to be missing the catheter bump, which is needed to keep the shield from coming off the needle. Bd determined that the cause of the failure was related to our manufacturing process. A CAPA has been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a quality notification was raised during the production of this batch, but the issue is not the cause of the observed failure.

Event description:
It was reported that the safety device on the bd cathena¿ safety IV catheter with bd multiguard¿ technology dislodged from the needle when starting the IV. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "safety activation failure after retraction. Verbatim: "we have had 3 incidents this am of the protective safety device from the 20 gauge bd cathena IV catheters coming dislodged from the needle when starting ivs... Apparently, this happened yesterday one time, too. Considering the frequency of occurrence, we pulled the remaining catheters from our supply room that have the same lot number.""

Event description:
It was reported that the safety device on the bd cathena¿ safety IV catheter with bd multiguard¿ technology dislodged from the needle when starting the IV. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "safety activation failure after retraction. Verbatim: "we have had 3 incidents this am of the protective safety device from the 20 gauge bd cathena IV catheters coming dislodged from the needle when starting ivs... Apparently, this happened yesterday one time, too. Considering the frequency of occurrence, we pulled the remaining catheters from our supply room that have the same lot number.""

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.